Event description:
It was reported that the patient dissatisfied with the inflatable penile prosthesis (ipp) due to decreased penile length. Additionally, the patient experienced reservoir herniation and the tubing from the cylinders rubbed on his scrotum causing pain. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.